Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a prostyle after a pvc (premature ventricular contraction) ablation procedure with an 8f sheath. Reportedly, after successfully harvesting the suture, the suture was threaded into the snare knot pusher. When pulling the suture through, the suture caught on the pusher and broke. A portion of the suture remained to use to tighten down the knot with a clamp. The knot achieved hemostasis. A second prostyle suture was only deployed as a precautionary measure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/nick damage. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: primary UDI number - a partial UDI was provided as the lot number is not known.